Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited insufficient water being supplied due to a a foreign object clogged in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, we could not identify the foreign material. We presumed that the foreign object remained from reprocessing was deviated from IFU. The event is detectable/preventable by handling the device in accordance with the following IFU: "IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection." "IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.